Event description:
It was reported that a patient underwent a laparoscopy sacrohysteropexy on (B)(6) 2021 and suture was used. The needle tip was broken during operation. Xray and MRI were used to locate the needle tip. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis investigation summary==> upon visual inspection of the four pictures received it was observed an opened overwrap packet, three labeled winding formers and two needles, one of them broken at the tip of product code w745. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: - what was the procedure date? (B)(6) 2021. - was there any adverse consequence associated with the patient? No additional tissue damage during the surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *did the xray/MRI show that the needle was still in the patient? * was the needle removed from the patient during the same procedure? *how was the procedure completed? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/14/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: additional information was requested, and the following was obtained: 1. Did the xray/MRI show that the needle was still in the patient? They did only xray and could not find the needle tip. 2. Was the needle removed from the patient during the same procedure? They could not find the needle tip. 3. How was the procedure completed? They convert it to open surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the reason that the procedure was converted to an open surgery? Was the procedure converted to open to search for the needle tip? What tissue or location that the needle was lost?